Event description:
During preventative maintenance, the autopulse platform (sn (B)(6) ) failed the load cell characterization test. No patient involvement.

Manufacturer narrative:
During preventative maintenance, the autopulse platform (sn (B)(6) ) failed the load cell characterization test. The root cause of the observed failure was due to a failed load cell, likely attributed to a failed component, or mishandling such as a drop. The autopulse platform passed the preliminary functional testing and was able to perform compressions without issues. Upon further testing, the platform failed the load cell characterization test due to an over-reporting load cell #2. The load cell was replaced to address the observed issue. Following service, the brake gap inspection verified the brake gap was within the specification. A load cell characterization test confirmed that both cell modules function within the specification. The autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).